Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The transceiver was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the localizer was not connected. There was no patient involvement.